Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the package for a bd insyte¿ autoguard¿ bc shielded IV catheter with blood control contained mold. No report of serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: received one unused 22ga unit in a sealed package from the lot number 7326509. DHR review was performed on lot number 7326509. ¿ the lot number was built/packaged on afa line 11, from november 30, 2017 thru december 3, 2017. ¿ review of the DHR revealed all required challenges samples, set-up and in-process testing was performed per specification in accordance with the quality sampling plans. ¿ per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. ¿ in process samples for foreign/non-foreign material, particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual/microscopic examination: observed black substance around the seal of the packages. The package was opened and the foreign is on the paper top web, on the bottom web film and on the unit and on the outside of the paper top web. The foreign matter does rub off. Ftir testing was unable to be completed; there was not enough material to be tested. Although ftir testing was not possible; the black substance in the package was identified to be burnt eva/k-resin from previous investigations. The black substance accumulates over time on the forming die portion of the packaging machine. The single coated grey teflon forming dies were replaced with the double coated green teflon to help prevent the accumulation of the burnt eva/k-resin over time. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that the package for a bd insyte¿ autoguard¿ bc shielded IV catheter with blood control contained mold. No report of serious injury or medical intervention.